Event description:
Caller reported her husband had surgical hernia repair with mesh in (B)(6) 2002. She noticed his abdomen getting red after surgery, that sunday morning they rushed to the emergency room. The doctor was called, they gave her husband ¿blood thinners¿, opened his stomach, and a perfuse odor with drainage expelled. Caller reported he continued to experience regular stomach infections, fevers, stomach warm to touch, and extremely distention. Husband had cat-scan performed (B)(6) 2016; abscess was identified just above umbilical cord and puncture in right kidney. Called the specialist doctor and original surgeon would not provide medical records. Reoccurring issues of infection continued. On (B)(6) 2016, caller found husband on floor. She called the ambulance. He was hyperglycemic 836mg/dl, suffered a heart attack, stroke, coma, anoxic brain injury, acute kidney failure, sepsis, diabetic ketoacidosis, acute kidney injury, and septic shock. Additionally, he suffered from a spinal injury, was paralyzed, bedsore stage 4, diverticulitis, charcot foot, diabetic coma, diabetes mellitus, aortic valve stenosis, (B)(6), brain damage due to decreased oxygen supplies, and arthritis of the right leg. He was taken to a rehabilitation center when he was unable to walk. In (B)(6) of 2017, caller¿s husband demonstrated an inability to swallow, tooth-loss due to pain medicine, and underwent a removal of segments of his spine ¿lobster¿. Caller asked the initial operating doctor for medical records and the office assistant informed her the reports were destroyed. Now unable to acquire legal support. Caller believes the destruction of the medical records was a cover-up.